Event description:
During the procedure, the dilatation balloon was advanced over the balance middleweight (bmw) universal wire. Upon entering the guide, resistance was met and the balloon could not be advanced through the guide. The physician attempted to pull the balloon off the wire, but could not, so the wire and balloon were removed. Once removed, the balloon and wire were able to be separated without difficulty. Once the balloon and wire were separated, it was noted the tip of the balloon was damaged/different in appearance from initial introduction. A new voyager balloon was introduced and advanced to artery without difficulty.